Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, three shocks were successfully delivered using this device and the associated training doll, electrode pads and a simulator. After the fourth shock, there was a slight delay and the end user received an unintended delivery of energy. The complainant indicated there was no contact between the trainee and training doll when this happened. Complainant did not indicate that there was any adverse effect to the trainee due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, without duplicating the reported malfunction. Review of the activity log showed no evidence of a delay in discharging each time the shock button was pressed. The clinical strips did show various patient impedances on the training doll during discharge which may indicate compromised coupling. This did occur during a training exercise and there are many factors outside a device malfunction that were not part of the investigation. We also can not conclude if the user was shocked by defib energy from the training doll. The device was recertified and returned to the customer. No trend is associated with reports of this type.